Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported following lvad implantation, atrial lead impedance and high voltage lead impedance were both observed to have declined. The system was explanted and replaced. The patient condition is fine.